Event description:
It was reported that a cartridge alarm occurred during the load sequence with multiple cartridges. Customer experienced an elevated blood glucose (bg) level of 587 mg/dl. Manual insulin injections were administered to address elevated bg level. Reportedly, the customer did not correctly fill the cartridge. Tandem technical support guided the customer through properly changing the cartridge. Additionally, it was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.